Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The journal article reported that 10 patients exhibited a foreign body granulomatous reaction following the use of avitene. Additional information provided by a co-author indicated that ¿there has not been a problem with the product; it is the natural collagen reaction described in the article.¿ based on the co-author¿s statement, the reported reactions are considered consistent with a known physiological response to collagen-based materials. However, due to the absence of detailed patient level information and clinical context, a definitive causal relationship between avitene use and the reported post procedure conditions cannot be established. Additionally in follow up with a co-author of the article the following was stated, "there has not been a problem with the product, it's just the natural collagen reaction we are describing in the article." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2022) is considered to be a best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "microfibrillar collagen hemostat (avitene) can mimic peritoneal metastases after primary percutaneous bile duct stenting for malignant hilar obstruction." The article presents a study on 21 patients describes the radiological and perioperative macroscopic findings related to avitene microfibrillar collagen hemostat (mch) used for sealing the hepatic puncture tract during primary percutaneous stenting (pps). The study included 20 patients with perihilar cholangiocarcinoma (pcca), one patient with intrahepatic cholangiocarcinoma. The patients were applied with 0.5 - 1 g of mch into the puncture tract, often mixed with a small volume of contrast to facilitate visualization. Postoperative complications included fourteen patients (n=14) (67%) had a discrete white-yellow lesion at the liver surface around the primary percutaneous stenting (pps) puncture site. In one patient, this lesion was visible on computed tomography and initially interpreted as metastasis (n=1). Ten of fourteen lesions (n=10) (71%) showed a foreign body granulomatous reaction with multinucleated giant cells, histiocytes, eosinophils and amorphous eosinophilic material, often with a mucinous or glassy aspect consistent with collagen. Two patients (n=2) (10%) had confirmed peritoneal metastases on surgical exploration located away from the pps tract. Eighteen patients underwent (extended) hemihepatectomy with en bloc extrahepatic bile duct resection and lymphadenectomy n=18, except one patient who underwent an isolated bile duct resection n=1 and three patients developed local recurrence along the resection margin n=3. Overall, the authors concluded that avitene microfibrillar collagen hemostat (mch) used for primary percutaneous stenting (pps) tract sealing frequently resulted in capsular lesions strongly resembling peritoneal metastases. These deposits can clinically and radiologically resemble tumor recurrence, causing diagnostic confusion. The findings support avitene microfibrillar collagen hemostat (mch) mimicking metastases after primary percutaneous stenting (pps), highlighting the importance of awareness to prevent misdiagnosis. As per co-author, "there has not been a problem with the product, it's just the natural collagen reaction we are describing in the article." Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.